Event description:
It was reported that the patient experienced leg fatigue and bladder incontinence. CT scan confirmed bleeding. The patient underwent an explant procedure and doing well post operatively. The explanted device was disposed at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 213421.